Event description:
It was reported that during an infusion of cytostatica, air was drawn into the set and was noted to be above and below the pump, in the tubing to the patient. It was also reported that many different types of sets, from this manufactuer and other manufacturers, were all connected together to this reported device during the time air was noted. There was no resultant patient complication.